Event description:
It was reported that patient had return of symptoms. It was noted that patient had ¿worsening spasms.¿ it was noted that the healthcare provider (hcp) did not have a programmer to interrogate the pump. It was noted that the patient had been in the hospital for the past 3 days. Patient had an active urinary tract infection (uti) which they were treating as well. The pump system was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).